Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, leg swelling, stress, physical limitation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order and no other complaints on lots. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Pulmonary embolism, tilt, vena cava (vc) perforation, pain, leg swelling, stress and physical limitation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the jugular vein due to pulmonary embolisms. Patient is alleging tilt and vena cava perforation. The patient further alleges "swelling of legs - have to elevate them, back pain, chest pain and twinges," "limited walking," and "stress over fear of the filter moving or breaking apart." Per report from CT (computed tomography) dated (B)(6) 2018: "there is a gunther tulip type ivc filter in place in the inferior vena cava. There is mild tilt anteriorly by 5 degrees but otherwise the filter is normally aligned. The upper tip of the filter is located 2.4 cm below the confluence of the right renal vein and ivc. The upper tip is located close to but does not clearly contact the anterior ivc wall. The larger metallic struts project outside the ivc wall by up to 5 mm in length and 2-3 mm in the transverse plane. There is no definite extension into the spine, duodenum, or aorta. No broken fragments are identified."